Event description:
During ercp (endoscopic retrograde cholangiopancreatography), as the md was placing the hydratome through the scope, it was noted that the cutting wire was detached from the piece of equipment. Hcp had to switch out to another product in the middle of the procedure while the patient was sedated. The ercp report states: the ercp was technically difficult and complex due to challenging cannulation because of abnormal anatomy. The patient tolerated the procedure well. The procedure was determined to be asge (american society for gastrointestinal endoscopy) difficulty grade 2. Impression: malignant obstruction of biliary tree. Successful placement of a 10mm x 60mm uncovered metal stent bridging the obstructing malignant stricture. Partial gastric outlet obstruction from tumor compressive effects at the level of the duodenal bulb.